Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor cable stopped working. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and a reference power supply vh-3010. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the reported complaint was not able to be confirmed. Internal complaint number (B)(4).

Event description:
During endoscopic vein harvesting procedure the hp2 extension cable stopped working. The hp2 extension cable was replaced to complete the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).